Event description:
No additional event information to report at this time.

Manufacturer narrative:
Reported event was confirmed by review of radiographs identifying superolateral dislocation of the femoral head in relation to the cup. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation is completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 05322.

Event description:
It was reported that patient underwent a hip revision due to dislocation after an unknown amount of time post implantation. The head and liner components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.